Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and elevate were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent excision, revision of upper mesh area and arms-assisted ureteroscopy due to dyspareunia in the upper vagina, area of fibrosis and bridging from elevate transvaginal mesh on (B)(6) 2014. No additional information was provided.